Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4470 boston scientific lead; 0148 boston scientific, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead alerted for out of range increased impedance to high levels. The lead remains in use. No patient complications have been reported as a result of this event.